Event description:
It was reported to philips that the equipment was non functional. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirm that equipment was nonfunctional. Review of the system log file didn¿t show any log entries. Upon troubleshooting, rse checked the voltage and fuses of ny and identified the issue in slot 1. The philips field service engineer (fse) inspected the system onsite and identified the issue in the power distribution unit (pdu) due to short circuit affecting the fan tray and pdu showed severe damages. To resolve this issue, fse replaced the power distribution unit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.